Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -11.50/4.0/108 (sphere/cylinder/axis) implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2023. The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. It was reported that the cause of event was user error, " doctor rotated had too far".

Manufacturer narrative:
Claim#: (B)(4).